Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was not confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user¿s ilet emitted a loud, recurring mechanical noise approximately every five minutes, described as similar to a broken light bulb rattling, which persisted after restart and shutdown; blood glucose levels were unaffected, and there were no alerts or alarms. Symptoms included no adverse clinical effects. Outcomes included a device replacement and return of the original device for evaluation. Investigation included customer troubleshooting and internal review. Investigation of the returned device revealed no internal pump mechanism noise during basal delivery consistent with a mechanical malfunction of the pump assembly without impact on dosing accuracy.